Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, the cause of the left coronary obstruction was the pigtail catheter was tangled in the valve frame. The cause of the right coronary obstruction is unclear; however, the mechanisms described above likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards (B)(4) affiliate, during a transapical tavr procedure, a 23 mm sapien xt valve was deployed with 2 ml less than nominal volume due to the narrow annulus. During deployment, the curled end of pigtail catheter became entangled in the valve frame. Post deployment, blood pressure (bp) did not recover. The trapped pigtail catheter obstructed the ostium of the left coronary artery (lca). After removing the pigtail catheter from the valve frame, bosmin (adrenaline) was administrated, and then systolic bp increased to 200 mmhg. Aortography showed no pvl or abnormal blood flow in both coronary arteries. The ascendra+ sheath was removed and the apex was sutured under ventricular pacing at 150 ppm. Right after access site closure, bp decreased to 30 mmhg and chest compressions were performed. A repeat aortography showed a right coronary artery (rca) obstruction and echocardiography showed a decline in the right ventricular motion. No abnormality was observed in the lca. Then, a ventricular fibrillation occurred and electric cardioversion was performed. At this point, percutaneous cardiopulmonary support (pcps) was introduced. Balloon angioplasty was performed in the ostium of the rca and the hemodynamics became stable. The procedure was completed after the pcps was terminated and replaced with intra-aortic balloon pump (iabp).